Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had tracheal tube balloon ruptured, the leakage of the respiratory circuit was obvious, and the patient's alveolar ventilation decreased, and the tracheal intubation tube was replaced in time. The customer stated the tracheal intubation time was too long, the catheter was made of plastic, and the partial pressure of the balloon was too high after heated by the body for a long time, and the balloon was broken. Intubation was required.